Event description:
The customer stated that her blood glucose readings had been higher than usual. She tested her blood glucose using her contour meter and received a reading of 207 mg/dl. She retested using another meter and received a reading of 102 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. While troubleshooting, the customer performed control tests and received a reading of 258 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The test strips and meter were returned for evaluation. Replacement products were sent to the customer.